Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtml) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a training/ demo, the trainer called in to report an issue with a surgeon side console (ssc) using a simulator. He stated that error 23017 was displayed and that the left master tool manipulator (mtml) was defective. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that error 23017 indicated a problem with the mtml. There was no report of patient involvement.